Manufacturer narrative:
(B)(6). Device has not been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the central body locking mechanism was damaged. The implant was distracted and compressed approximately three times. The implant holder / inserter was also hit (gently and without release spike tool inserted) to position the implant; when positioning the implant, the holder was struck with a mallet as force was required to place the implant in the desired location. The implant may have been over distracted and kinked, locking the cage so that it could no longer be compressed; the damage may have been done when impacting the expanded implant or as a result of multiple expansions and collapses jamming the locking mechanism. This occurred at the end of the surgery as the implant was being expanded to fill the corpectomy void. The implant had been assembled and the spreader top used to distract. The surgeon was confident that the cage would not collapse and decided not to replace implant. The patient will be monitored to ensure fusion occurs. There was a ten minute delay in the surgery. (B)(4).

Manufacturer narrative:
Expiration date reported as: 09/2023. A device history review was conducted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.